Event description:
He manufacturer was contacted rep dreamstation auto CPAP, dom - recrt the manufacturer received information alleging nose irritation; dizziness and/or headache; hypersensitivity; kidney disease/toxicity; liver disease/toxicity, pancreatitis. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.